Manufacturer narrative:
Scheinert, d., sievert, h., turco, m., schmidt, a., hauptmann, k., mueller, r., . . . Grube, e. (2007). The safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx¿. Catheterization and cardiovascular interventions, 70(5), 627-633. Doi:10.1002/ccd.21353. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in the publication scheinert et al, the safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx; catheterization and cardiovascular interventions 70:627¿633 (2007); report one case of access site-related bleeding that required a transfusion. The patient had an uncomplicated ptca and mynx closure procedure with an act of 212 sec at the time of closure. Four days post-procedure, the patient reported pain and swelling and was diagnosed with a pseudoaneurysm. The pseudoaneurysm was successfully treated with thrombin injection. Because of low hematocrit and hemoglobin, the patient received a blood transfusion, qualifying as a major complication. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site bleeding after vascular closure are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. However, since there is little information provided regarding the bleeding event itself, it is possible that the bleeding reported occurred due to the diagnosed pseudoaneurysm, even though it was not reported if it had ruptured. A common femoral artery pseudoaneurysm, also known as a false aneurysm, is a type of "bubble" on the femoral artery due to a penetrating injury. An opening in the artery leads to leakage of blood into an area between two outer layers of the artery, the muscularis and the adventitia, instead of exiting the artery. As this leakage into the two layers continues, it forms a pulsating ¿bubble¿ on the artery, which is a pseudoaneurysm. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures. Based on the limited information provided of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known complication and is listed in the IFU as such. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in the publication scheinert et al, the safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx; catheterization and cardiovascular interventions 70:627¿633 (2007); report one case of access site-related bleeding that required a transfusion. The patient had an uncomplicated ptca and mynx closure procedure with an act of 212 sec at the time of closure. Four days postprocedure, the patient reported pain and swelling and was diagnosed with a pseudoaneurysm. The pseudoaneurysm was successfully treated with thrombin injection. Because of low hematocrit and hemoglobin, the patient received a blood transfusion, qualifying as a major complication.